Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Sample was not returned as it remains implanted. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
Following a glaucoma implantable filtration device (gfd) surgery a surgeon reported expulsive choroidal hemorrhage and hemorrhagic choroidal detachment. At three weeks postoperatively needling was performed. At two months postoperatively a second needling was performed. Two weeks after the second needling the patient complained of reduced visual acuity and the choroidal hemorrhage and detachment was found. The device remains implanted.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified. Sample was not returned as it remains implanted. Because the exact root cause for this complaint is unknown, specific action at this stage cannot be taken. No additional action is required at this time. (B)(4).

Event description:
In a follow up the surgeon reported performing postoperative subconjunctival injections and needling resulting in hypotony. The surgeon reported the hemorrhagic choroidal detachment was related to the postoperative needling treatments. The symptoms recovered with treatment of oral and topical medications.